Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016. Explant date: procedure happened in 2016.

Event description:
It was reported that patient underwent a lead replacement procedure for an unknown reason. No further information has been obtained despite good faith efforts.